Manufacturer narrative:
Other relevant device(s) are: catalog # etlw1613c93ej, serial number (B)(4), use by date 2015-11-27 and upn# (B)(4) and, catalog # etlw1624c124ej, serial number (B)(4), use by date 2015-12-07and upn# (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 4.8 cm abdominal aortic aneurysm. It was reported that the patient presented with chest pain and was initially treated for acute coronary syndrome; but it was later realized that patient was experiencing abdominal pain. A retrograde dissection was observed with severe high blood pressure; and a rupture suddenly occurred on the next day. The patient also reportedly went into cardiac arrest. Replacement of the ascending aorta was performed urgently. The physician stated that they did not think that the suprarenal stents contributed to the dissection but the causal relation with the stent graft was unknown. The patient status was reported as in poor condition and remains in intensive care unit (ICU) with the assistance of a endotracheal tube. No additional clinical sequelae were reported.